Manufacturer narrative:
The hcg reagent lot number is 744575 and the expiration date is 31-jan-2025. The calibration and qc recovery data provided were acceptable. The field service engineer (fse) adjusted the voltage of the sample and reagent probes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for multiple patient samples on a cobas e 411 immunoassay analyzer. The customer provided an example of discrepant results for 1 patient sample the initial hcg result was 0.341 miu/ml. The repeat result was 8678 miu/ml.